Event description:
A medtronic representative reported that, while in an ent procedure, the surgeon alleged a 3-4mm inaccuracy (lateral and posterior) on the patient's left side, when deep in the anatomy. On the patient right side, accuracy was within 1mm when deep in the anatomy. Navigation was accurate on the tip of the nose. The mayo stand and emitter were on the right side of the patient. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Rmas issued. Replacement 4-port axiem shipped to site (B)(4) 2013. Replacement mobile field generator shipped to site (B)(4) 2013. Medtronic representative following-up finds the point the suction was touching was actually up and out, so superior and lateral to the crosshairs. (B)(4) 2013, medtronic representative tested the system and found the tracking drifts and when head is rotated to the right 20 degrees, the accuracy shifts 4-6mm to the patient's right. (B)(4) 2013, a medtronic representative at the site was unable to replicate the issue. (B)(4) 2013 both the axiem box and emitter were replaced. Neither suspect device has been returned to manufacturer for further evaluation.

Manufacturer narrative:
Investigation determined that in operating room setup there is a mayo stand (metal) placed near the emitter causing interference with the electromagnetic tracking. IFU state to remove any metal from the emitter field. Software is functioning as designed.